Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of device migration post implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer septal occluder was selected for implant on (B)(6) 2024. The initial measurement of the defect was 33x16mm. Transesophageal echocardiography (tee) and fluoroscopy were used during the procedure. During the procedure the device was re-sheathed once. A stability check was performed. The device was implanted. Less than 5 minutes post-implant the device embolized through the left atrium and into the mitral valve. The patient also experienced premature ventricular contractions (pvc). The device was re-captured and removed from the patient with a transcatheter snare. The defect was measured again as 34x26mm. A new 38mm amplatzer septal occluder was implanted. No intervention was required to resolve the pvcs. The patient status was stable.